Manufacturer narrative:
E1:name medtronic minimed. Street 18000 devonshire street . City northridge. State ca . Zip code91325 . Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
Event occurred in bahrain. It was reported that the patient faced high blood glucose event on 25-apr-2026. Hyperglycemia was treated by pump.